Manufacturer narrative:
Tracking #.55631/j. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported the ems was used during an unk procedure. It was reported by the affiliate the device jammed. There was no consequence to the pt.